Manufacturer narrative:
An authorized dealer called into technical support (ts) reporting that the device¿s touchscreen was not functioning and is requesting a no engineer material only (nemo) parts order. This service order was created for a material request only. The nemo part was shipped to the dealer for them to complete the replacement. There was no request for philips onsite evaluation or repair. Based on the information provided, the alleged malfunction was confirmed. Following the repair, the device was placed back into service.

Manufacturer narrative:
(B)(6) 2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a touchscreen malfunction. The device was not in clinical use at the time of the event. There was no report of patient or user harm.